Manufacturer narrative:
No button error alarm was noted. However, the up arrow button was unresponsive due to corroded keypad traces. No display anomaly was noted. No battery test alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error after being suspended for a shower. The customer reported that the numbers scrolled without input when trying to program a bolus. The customer took out the battery and replaced it and the anomaly continued. The customer removed the battery and replaced it again and received a button error alarm. The customer did not recall a blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.